Event description:
Additional information received reported the patient underwent their replacement as scheduled. The reason for the replacement was because the patient had fallen and the lead had migrated. After surgery the patient was doing well and receiving effective stimulation.

Manufacturer narrative:
Concomitant products: product ID: 399930, lot# v008985, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. (B)(4).

Event description:
It was further reported that the patient was scheduled for a spinal cord stimulator replacement on 2014-(B)(6). Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the doctor planned a paddle lead placement due to a lead migration. The manufacturer representative was not sure when the lead migration became an issue. The event was unresolved at the time of the report. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.